Event description:
As reported, during laparoscopic hernia repair procedure on (B)(6) 2024, the surgeon used ventralight st w/echo 2 device. It was reported that during the procedure, a 12mm trocar was used. It was also reported that during the surgery, the frame of ventralight st with echo 2 was damaged intraperitoneally and the damaged part was recovered. There was no patient injury.

Manufacturer narrative:
As reported, the frame of the ventralight st w/ echo 2 was damaged intraoperatively. Photo evaluation finds that a portion of frame appears to be damaged/broken; however, the photo does not assist in determining root cause. This was not reported as an out of box issue and it is possible that the issue occurred due to forces applied while in use, however a definitive root cause can not be determined. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 116 units released for distribution in january 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the frame of the ventralight st w/ echo 2 was damaged intraoperatively. Photo evaluation finds that a portion of frame appears to be damaged/broken; however, the photo does not assist in determining root cause. This was not reported as an out of box issue and it is possible that the issue occurred due to forces applied while in use, however a definitive root cause can not be determined. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2024. Addendum: this supplemental MDR is submitted to document the result of sample evaluation. Evaluation of the sample finds that the echo 2 ps frame did tear in use. The tear is located on one of the hoisting suture struts. The tear starts in the hosting suture hole and results in the detachment of the frame material. Based on the evaluation, the material was inadvertently torn due to forces applied while in use. Updated fields. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic hernia repair procedure on (B)(6) 2024, the surgeon used ventralight st w/echo 2 device. It was reported that during the procedure, a 12mm trocar was used. It was also reported that during the surgery, the frame of ventralight st with echo 2 was damaged intraperitoneally and the damaged part was recovered. There was no patient injury.